Event description:
The customer reported the system failed to power up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor and power controller printer circuit board were replaced. The system was then found to be operating as intended.